Event description:
It was reported that a stent was placed in the circumflex artery without difficulty. The procedure then began in the left anterior descending (lad) artery. Intravascular ultrasound noted that the vessel was heavily calcified and moderately tortuous. No pre-dilatation was performed and a 4.0 x 23 mm xience v rx stent system was advanced to the target lesion. The stent delivery system balloon was inflated to 18 atmospheres (atm) and the stent was deployed at the ostium of the lad. No post dilatation was performed. The physician then decided the lesion required an additional stent in the proximal lad. A 4.0 x 28 mm xience v rx stent system was then advanced distal to the previously placed stent. The stent delivery system balloon was inflated to 12 atm and the stent was deployed, overlapping the 4.0 x 23 mm xience. No post dilatation was performed. Upon angiography, a perforation was noted at the site of the 4.0 x 23 mm xience stent. A 3.0 x 30 mm trek rx dilatation catheter was advanced to the site of the perforation and the balloon was inflated to an unknown pressure for 8 minutes. The bleeding appeared to have stopped and the perforation was observed for a few minutes. It was noted that the perforation began to bleed again. The same trek dilatation catheter was then re-advanced to the site and the balloon expanded again at an unknown pressure for 20 minutes. The site appeared to have stopped bleeding and was observed again for a few minutes. Bleeding began again and a 3.0 x 19 mm graftmaster otw stent system was then advanced to the perforation site.

Manufacturer narrative:
(B)(4). The 4.0 x 23 mm xience v rx stent is being filed under a separate manufacturer report number. Concomitant medical devices: stent: 4.0 x 28 mm xience v rx; 4.0 x 23 mm xience v rx stent. There was no reported product deficiency. The reported patient effects of death, hemorrhage, hypotension are known adverse events as listed in the graft master otw instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.